Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the clear plastic snap-down connector from the statlock came off during procedure and was no longer adhered to the statlock. It was also stated that the statlock felt a bit loose with the plastic snap-down component during procedure. Per additional information from the ibc via email 27 may 2020; the statlock became disconnected from the adhesive pad.

Event description:
It was reported that the clear plastic snap-down connector from the statlock came off during procedure and was no longer adhered to the statlock. It was also stated that the statlock felt a bit loose with the plastic snap-down component during procedure. Per additional information from the ibc via email 27may2020; the statlock became disconnected from the adhesive pad.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Upon further review this report (MDR number 3006260740-2020-01999) has been identified as a duplicate event of MDR number 3006260740-2020-00999. Therefore, this MDR file (MDR number 3006260740-2020-01999) will be voided.